Event description:
Per the clinic, the patient experienced difficulty in maintaining connection with the internal device. Reprogramming the device and increasing the magnet strength were unsuccessful at alleviating the problem. Revison surgery occurred on (B)(6), 2010, during which the internal magnet was replaced and the skin flap was reduced.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received results of 317 mg/dl and 81 mg/dl within 10 minutes on the advantage system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.